Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced infusion set leakage issue on (B)(6) 2024. The leakage was located at the tubing. The set started to leak after being in use for 1 day. No further information available.